Event description:
Laparoscopic cholecystectomy "multiple clips were applied and did not close properly. Were not secure, came off. New clip applier opened and worked fine."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.